Event description:
It was reported that the lead was explanted due to suspected fracture. Previously the lead was capped due to noise causing inappropriate therapy. Prior to the explant procedure, externalized conductors were observed via x-ray.

Manufacturer narrative:
A partial lead with the lead tip measuring 53.0cm was returned for analysis. Externalized conductors due to external insulation abrasion were noted at 7.2-9.5cm from the tip electrode, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.